Event description:
It was reported that during the administration of to a patient by a nurse, the needle detached from the orange part supplied with the product, resulting in the complete loss of the medication from the device. The patient subsequently received the injection using another syringe. There was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.